Manufacturer narrative:
Device was not available for evaluation.

Event description:
(B)(6) called on (B)(6) 2016 to see if orthovisc injections could cause swelling. The anika customer service representative called her back that same day where (B)(6) stated she had 4 injections and she had swelling. On (B)(6) 2016, the sr. Product complaints specialist spoke to (B)(6) where she stated she had no swelling after injection 1 on (B)(6) 2016. However she had swelling after injection 2 on (B)(6) 2016, injection 3 on (B)(6) 2016 and injection 4 on (B)(6) 2016. Each time there was swelling, it was the size of a football and she had trouble walking. Once the excess fluid was removed she could walk better. The last time she had the excess fluid removed was on (B)(6) 2016 where the dr. Removed 50 cc's and she felt immediate relief. Her swelling is now almost gone. She was advised to speak to her dr. On all medical questions. She did not have the lot #. She was asked for the dr's name and phone number and she said she did not want to provide that information at this time and did not want to file a complaint.